Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of discrepant elecsys troponin t hs results for 1 patient run on a cobas 8000 e801 module. The discrepant results were not reported outside the laboratory. The patient¿s initial result was 0.0268 ng/ml from the aliquoted sample; the repeat was 0.00604 ng/ml from the original sample. The customer believes the repeated result to be correct. The elecsys troponin t hs used was lot 50137701. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.